Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID d314trg ICD implanted: 2011-(B)(6), product ID 6949-65 lead, implanted: 2007-(B)(6), (B)(4)

Event description:
It was reported that a device interrogation showed that the left ventricular (lv) lead had a high threshold measurement. The lead remains in use. No patient complications have been reported as a result of this event.